Event description:
It was reported that during pipeline deployment, one or two strands of the pipeline was noted still held on the capture coil and therefore the device was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device has been evaluated and the pipeline was found detached from the capture coil. (B)(4).